Event description:
Cardiac cath lab personnel were performing an angiogram on a pt who was connected to the device for monitoring. According to the reporter, the device would not sync on the pt's qrs consistently. The reporter stated that the operator cycled power several times and switched from "ECG" leads to "paddles" mode with no successful results to keep the device syncing properly. No adverse affects to the pt were reported as a result of the alleged malfunction.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. Information regarding proper use of the device was reviewed with the facility by physio-control and the unit returned to the customer for use.